Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found watertightness was not maintained due to holes in the curved rubber, the bending angle was insufficient, the angle knob had play, the insertion tube was scratched, the tip cover was scratched, the adhesive of the objective lens was coming off, the adhesive of the lighting lens was coming off, the objective lens was missing, the air/water nozzle was deformed, the operation part was scratched, the illumination lens was chipped, the switch box was scratched, the operation unit cover was scratched, the up/down knob was scratched, the up/down angle fixing lever was scratched, the right/left knob was scratched, the grip was scratched, the forceps plug cap has been scraped off, the universal cord was scratched, the operation part side of the universal cord was scratched, the scope connector side of the universal cord was scratched, the electrical connector had water coverage, the scope connector was scratched, and the right/left angle fixing knob was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera duodenovideoscope had water leakage. Inspection and testing of the returned device found the adhesive of the lighting lens was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.